Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that the catheter became stuck on the wire. A 2.4mm jetstream atherectomy catheter was selected for a lower extremity procedure in the superficial femoral artery (sfa) and popliteal. During the procedure, the jetstream catheter became stuck on a non bsc wire. The wire and the catheter were removed together as a system. The devices were replaced with a new filter and another jetstream and the procedure was completed. There were no patient complications reported and the patient was stable.